Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the batteries leaked inside the remote monitor. When the patient took the battery out, there was a sticky residue in the battery compartment. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.